Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was cleaned and regreased and the filament was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system froze, the screen went black, and they heard a popping noise. These issues could cause the sys to become unusable. There is no report of injury or death associated with the event described in this complaint.